Event description:
It was reported that the lead was attempted but not used during the implant procedure. The physician experienced placement difficulty while positioning the lead. The helix would not extend while rotating clockwise. The physician rotated the helix counter clockwise and after several turns the helix extended. Additionally the lead exhibited high thresholds with no capture and high impedance measurements. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix is bent and accurate measurement is not possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: no evaluation. Other description: analysis cannot be completed at this time due to the lead being lost in transit. If information is provided in the future, a supplemental report will be issued.